Manufacturer narrative:
Red handle leak: the cause of the issue was not established as no product was returned and limited clinical information was provided. Major bleed/ access site adverse event: the cause of the issue was not established as limited clinical information was provided. Corrected information has been provided. The initial report inadvertently had the h1 ¿summary report¿ field selected. A follow-up MDR has been submitted to correct this administrative error, and the summary report checkbox has been deselected.

Event description:
The user facility reported that a 55-year-old male was implanted with impella cp for mitral valve repair for right ventricle support. It was reported that the surgical team placed purse string sutures to impella site soon afterwards noted arterial blood dripping from seam between red impella plug and grey section of plug. Decision made to replace cp emergently.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.